Manufacturer narrative:
The patient is reported to be over 18 years of age.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient's first follow-up visit was (B)(6) 2010. The patient reported that she was experiencing hip pain and retention, due to muscle spasms. A catheter was used to aid the retention. The patient's second post-operative visit was (B)(6) 2010. The patient reported continued hip pain and retention. The physician inserted another catheter (B)(6) 2010 to aid with the urinary retention reported (B)(6) 2010. The patient returned to see the physician (B)(6) 2010 with continued bladder spasms. The physician performed a urinalysis and the results were negative. The patient was last seen in (B)(6) 2012 and reported reoccurring incontinence. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.